Event description:
Pt and pt's daughter reported both of their pumps have alerted in the night while pt was sleeping with a downstream occlusion. Pt reports they silenced the alert and the medication continued infusing with no issue. Pt reported during the day they have not had any issues. Rph reviewed this may be due to a kink in the tubing which is leading to high pressure. Pt reported they were not looking for any kink blockage or kink in the tubing when the alarm was going off as it happened while they were sleeping. Pump serial number and expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: veletri sdv - 49ng/kg/min. Did the reported product fault occur while in use with pt? - yes; did the product issue cause or contribute to pt or clinical injury - no; is the actual device available for investigation? - unknown; did pharmacy replace device? - unknown; did the pt have a backup device they were able to switch to? - unknown; is the infusion life-sustaining? - yes outcome? - unknown. Diagnosis for use: pulmonary arterial hypertension. Pt code: 4582. Device code: 2423. Procode: frn. Ref report: mw5178589.